Event description:
It was reported that an unknown patient presented to the emergency room and needed an "emergency refill." The patient was having withdrawal symptoms due to the empty pump reservoir. The patient was past the refill date. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).